Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was returned to clinical use at the time of event. The procedure was completed by using the wired footswitch. The distributer confirmed that there was no power in the socket where customer plugged the charger, the wfs could not be connected as the battery voltage was low and thus leds wont light up. The wireless foot switch was plugged into another outlet and the wfs got connected and could be used normally. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the wired footswitch. In the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch was not working. No harm was reported to philips. Philips has started an investigation of this complaint.